Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, a screw driver fractured. Intervention was required to removed the fractured piece from the patient's bone. There was a 45 minute delay as a result.